Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00173 thru 3012447612-2017-00175 and 3012447612-2017-00294.

Event description:
It was reported that there were damaged threads on two closure tops and two pedicle screws disassembled during surgery. The threads of one closure top sheared off within the tulip of the pedicle screw during attempted assembly, then the pedicle screw's tulip detached from the screw shaft. On another pedicle screw, the threads of the closure top sheared off during final tightening, then the pedicle screw's tulip detached from the screw shaft. The construct of three pedicle screws, three closure tops, and one rod were removed and replaced with competitive products. There was a delay of 35-40 minutes, but no patient injury as a result. No pieces fell into the wound. This is report three of four for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00173 thru 3012447612-2017-00175.

Event description:
It was reported that there were damaged threads on two closure tops and one pedicle screw disassembled during surgery. The threads of one closure top sheared off within the tulip of the pedicle screw during attempted assembly, then the pedicle screw's tulip detached from the screw shaft. On another pedicle screw, the threads of the closure top sheared off during final tightening. The construct of three pedicle screws, three closure tops, and one rod were removed and replaced with competitive products. There was a delay of 35-40 minutes, but no patient injury as a result. No pieces fell into the wound. This is report three of three for this event.